Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not rotating properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that pretest could not be done due to bent comb. It was also revealed that the handle, roller, shoulder bolts, roller gear, side plates were worn. The skin graft mesher was not repaired, and was returned to the customer unrepaired per their request. It was inspected and tested. The reported event was confirmed since during initial inspections it was revealed that pretest could not be done due to bent comb. However, it was also revealed that the handle, roller, shoulder bolts, roller gear, side plates were worn. The root cause of the reported event was due to the comb which was bent. It is unknown why the comb was bent. However, it was also revealed that the handle, roller, shoulder bolts, roller gear, side plates were worn. The reported event was confirmed during inspection of the device and the device was not repaired and returned to the customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was tested and returned to the customer.

Event description:
It was reported that the device was not rotating properly. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.